Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2016-02071 / 02074).

Event description:
During a hip scope and labrum repair on the acetabular rim procedure, four anchors pulled out of the patient's bone. A fifth anchor was used to complete the procedure. There was a thirty minute delay in procedure.